Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 6mm half unit 10bag ca experienced scale marking issues and difficult plunger movement prior to use. The following information was provided by the initial reporter: parent of young child stated, scale markings are wrong and he's concerned about administering wrong amount to his child. Stated, when stopper is pushed all the way down and he pulls back to draw insulin, he's getting 2 units instead of 1 unit? Stated, he is concerned that he may not be giving his child the correct dosage. Lot: 0020548. Catalog: 324919. Date of event: unknown.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 11 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0020548 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of syringe 0.3ml 31g 6mm half unit 10bag ca experienced scale marking issues and difficult plunger movement prior to use. The following information was provided by the initial reporter: parent of young child stated, scale markings are wrong and he's concerned about administering wrong amount to his child. Stated, when stopper is pushed all the way down and he pulls back to draw insulin, he's getting 2 units instead of 1 unit? Stated, he is concerned that he may not be giving his child the correct dosage. Lot: 0020548. Catalog: 324919. Date of event: unknown.